Manufacturer narrative:
An event of the perivalvular leak (pvl) and left bundle branch block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl and left bundle branch block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant dilatation was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on 17 sep 2025, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 301-311s and heparin was administered. A pre-implant balloon valvuloplasty was not done. The valve was re-sheathed one due to implant depth was too low. A post-implant balloon valvuloplasty done with a 23mm non-abbott balloon due to moderate perivalvular leak (pvl). The final implant depth was 8.69mm on non-coronary cusp (ncc) and 9.95mm on the left coronary cusp (lcc). After the procedure, the patient had a left branch bundle block (lbbb). There was no treatment required and the patient was reported in stable condition.